Event description:
It was reported that this event occurred in the operating room. Relevant medical history/diagnosis: unknown, "patient really sick." The intra-aortic balloon (iab) was inserted sheathless via the patient's femoral artery. Blood was noted in driveline immediately following insertion. As a result, the iab was removed. The md requested another iab for insertion. The md noted that after removing the iab the tip of the iab was bent/pushed back. There was a minimal delay in therapy with no harm to the patient noted. There is no report of patient death, complications or injury. The patient outcome is good with no complications. Reference MDR #1219856-2011-00236 for the second event involving the same patient.

Manufacturer narrative:
Manufacturer control no (B)(4). Sample will not be returned for evaluation.